Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent was noted. The target lesion was located in the mid right coronary artery. When the physician was introducing the 3.0x38mm taxus liberte' drug eluting stent into the lesion, he noticed that "it had a rash on its sides". The procedure was completed with another stent. No pt complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.